Event description:
It was reported that this lead was capped due to high pacing thresholds. A new lead was successfully implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
UDI related data quality updates only. This report is being filed as a correction in response to an FDA request for the complete the unique identifier (UDI) #.

Event description:
It was reported that this lead was capped due to high pacing thresholds. A new lead was successfully implanted. No additional adverse patient effects were reported.